Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported that the customer was currently in the hospital due to a stroke. The customer's blood glucose at the time of incident is unknown. The son also mentioned that the pump had a program safety alarm and at the bottom of the pump it said "pump". The son was transferred to a legacy pump tech, and an email was sent in order to set the customer up with training for the x23 pump she also owns. No products were shipped or returned.